Event description:
Event description guidant received information that the doctor was unable to get this passive fixation lead model 4035 to stay in place in the right ventricle. The active fixation lead model 4087 was successfully implanted. Less than one month later, the patient had a perforation from this right ventricular lead.